Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the fifth clip and after got stuck in the applier and got broken during a surgery. Therefore, the auto endo was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The customer provided 3 photos for reference; the complaint was able to be confirmed by the photos. The customer returned one unit of ae05ml auto endo5 ml lot # 73l2400225 for investigation. The serial number of the device is sn (B)(6). The returned sample was visually examined without magnification. The sample was returned with the trigger unengaged and no clips in the jaws. Additionally, damage to the clip retention tab was observed. The tab was bent upwards and out of the box area. The retention tab was observed to be bent in the customer photos provided. Visual examination of the returned sample revealed that the tip of the feeder was bent. It was observed that the feeder tip was bent downward. The r & d team confirmed that an undamaged feeder tip is designed to protrude at an angle at the front of the feeder. No biological material was present on the device. The reported complaint of "bent/deformed parts - rotation tab" was confirmed based upon the sample received and customer photos. The sample was returned with the trigger unengaged and no clips in the jaws. The sample was observed to have a bent clip retention tab. The device was fired, and the clip did not rebound/open and load properly in the jaws. The clip managed to latch when the trigger was fully engaged. After the trigger was let go to reset the device, a clip loaded into the jaws. The device was then disassembled. Upon disassembly, the ratchet area was properly greased, and the trigger ears were unbroken. The yoke and jaw assembly were each observed to be correctly assembled. The clip retention tab was further inspected and observed to be severely bent. The feeder tip was also observed to bent. R & d was consulted about the damage observed and it was determined that these defects are consistent with user error and mishandling of the device. The damage is consistent with attempting to latch a clip on the wrong material or hitting the jaws against an object. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. No additional defects were observed. The sample was received with 3 clips remaining in the device indicating that 12 clips were fired by the end user. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the fifth clip and after got stuck in the applier and got broken during a surgery. Therefore, the auto endo was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".